Event description:
During a cerebral aneurysm coiling, a balt optima coil stretched, leaving the end of the coil outside of the aneurysm without support to push it into the aneurysm. A stent was placed on the stretched piece to secure it to the arterial wall.